Event description:
It was reported that the insulin pump experienced a beep anomaly. The customer's blood glucose was 6.2 mmol/l. The caller stated that the insulin pump was beeping and sounded as though it was releasing insulin. The customer's blood glucose rose as high as 12 mmol/l. The caller stated that the beeping occurred for about 4 hours. The insulin pump passed the self test during troubleshooting. The customer was advised to monitor the insulin pump. The customer's father stated that they would go see the educator. The customer was advised to monitor the insulin pump and to call again if the issue recurred. The caller was advised that the insulin pump may have been in a special mode. The customer's father was advised that if the cause was not able to be determined, the insulin pump may need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.